Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-aug-2015. The most recent information was received on 17-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis') and genital haemorrhage ('bleeding/menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("vaginal dryness"), swelling ("swelling"), dyspareunia ("problems with intimacy and intercourse"), nerve injury ("nerve damage"), migraine ("migraines"), vitamin d deficiency ("vitamin d deficiency") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and essure removed). At the time of the report, the endometriosis, genital haemorrhage, vulvovaginal dryness, swelling, dyspareunia, weight increased, nerve injury, migraine, vitamin d deficiency and anaemia outcome was unknown. The reporter considered anaemia, dyspareunia, endometriosis, genital haemorrhage, migraine, nerve injury, swelling, vitamin d deficiency, vulvovaginal dryness and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc (product technical complaint). On 29-jun-2020: pif received: reporter information added. Fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-aug-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis') and genital haemorrhage ('bleeding/ menstrual bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal dryness ("vaginal dryness"), swelling ("swelling"), dyspareunia ("problems with intimacy and intercourse"), nerve injury ("nerve damage"), migraine ("migraines"), vitamin d deficiency ("vitamin d deficiency") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and essure removed). At the time of the report, the endometriosis, genital haemorrhage, vulvovaginal dryness, swelling, dyspareunia, weight increased, nerve injury, migraine, vitamin d deficiency and anaemia outcome was unknown. The reporter considered anaemia, dyspareunia, endometriosis, genital haemorrhage, migraine, nerve injury, swelling, vitamin d deficiency, vulvovaginal dryness and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. Ablation was done for event endometriosis and essure removal was done for event genital bleeding. Genital bleeding and dyspareunia were updated from symptoms to events. Essure implant and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.